Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Event description:
Caller indicated the relion micro meter was giving variable readings. Customer got reading of 371 and then 89 within 10 minutes. Did not know wether or not to take insulin so used his back up meter and no treatment was given. Controls not used. Replacing product.